Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device no pressure flow. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that burn pca, damaged ui bezel, contaminate seal, tube and bottom enclosure. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.